Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. Isi has received the pmsc involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed an error 119 - console hrsv low current which stated that the hrsv monitors in ssc 1 have a total current draw from the generic power distributor (gpd) that is lower than threshold related to the customer reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk3842. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the left high resolution stereo viewer (hrsv-l) was black. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the left high resolution stereo viewer (hrsv-l) was black. The customer attempted to hard power cycle the system but the issue persisted. The issue was found when the surgeon sat on the surgeon side console (ssc). The customer confirmed that both left and right image on the vision side cart (vsc) touchscreen had no issues and only hrsv-l at the ssc had black screen displayed. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and advised the customer to reboot the system and perform hard power cycle of the system, but the issue persisted. The customer checked the blue cable connection in surgeon side console (ssc) and noted no issues. The surgeon elected to continue the procedure with the right hrsv. There was no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system was initially powered on without errors. The procedure was completed robotically. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported complaint. The pmsc was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error with good image on both eyes. The pmsc was run 150 times power cycles, and all passed with good picture on both eyes. After the part remained on the test system in normal operation over 5 days while testing other boards, there was no issue reported. The reported failure could not be replicated. Surgeon console leaf (scl) 1 was replaced as precaution. No problem was detected.

Event description:
Refer to h10/h11 for follow-up information.